Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during routine follow-up, this right ventricular (rv) lead was found to have low r-wave morphology. As a result this rv lead was surgically abandoned and successfully replaced, which required administration of antibiotics. No additional adverse patient effects were reported.